Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reported receiving erratic blood glucose levels. Customer alleges having had e4 (occlusion) error messages that either were not triggered in time or not all. Customer was previously on ict therapy due to non-diabetes related illness. No adverse event reported. Requested return of the alleged pump for evaluation.